Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not open and close. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation evaluation: as reported, the basket of an ngage nitinol stone extractor would not open and close. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures as well as interview personnel, visual inspection, and functional testing of the returned device were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The handle moves the basket assembly, but formation cannot open/close due to presence of shrink tubing on the wires. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found one possibly related non-conformance related to the reported failure mode. All devices are inspected for functionality and damage during manufacturing and quality control checks and the devices passed those inspections. The possibly related non-conformance is not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened. There was a section of shrink tubing on the distal end of the basket component, preventing the basket from opening. The source of the shrink tubing is not known, it may have come from the complaint device or another source. The source and cause of the issue could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.